Event description:
This polaris adjustable pressure valve was implanted in a pt approx in 2006. It was set at 110 mm h2o. As the neurosurgeon tried to adjust the pressure of the valve one day after the implantation in vain, he replaced the valve by a sm8 valve the next day.

Manufacturer narrative:
The valve has been returned on 05/23/06. Analysis has to be done.